Manufacturer narrative:
The awareness date where the information was received by radiometer, making this complaint reportable is 2026-02-02.

Event description:
Radiometer complaint reference: (B)(4). According to the complaint, on (B)(6) 2025 several measurements had unexplained discrepancies in the sodium values on the abl800 flex (serial number: (B)(6)). Two measurements were provided by the customer: 143 mmol/l and 150 mmol/l (discrepant). A second set of measurements was provided. The measurement taken on (B)(6) 2025 at 4:24 p.m., with a value of 144 mmol/l, should represent the actual value compared to the measurement taken on (B)(6) 2025 at 8:42 p.m. With na = 155 mmol/l (discrepant).